Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The reported event could not be duplicated during bench testing. A review of the controller log files was not performed as the log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching are most often attributed to communication errors and/or momentary disconnections. Events with beeps are most often attributed to momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was power switching. The patient states the battery holds a charge just fine however it continuously has random beeps indicating that the controller is not connected to power. The battery was replaced. No patient complications have been reported as a result of this event.